Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the trilogy evo o2 japan device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the trilogy evo o2 japan device at the manufacturer's service center, the customer's allegation was confirmed. An evt_supercap_failed error indicating that there is an issue with the super cap or the charging unit was discovered in the device's event log. Based on these results, it was concluded that the alarm was triggered due to a failure of the system board. The technician replaced the device's system board to address the issue. Additionally, a periodic maintenance 1 was performed, and the device's air inlet foam filter and particle filter were replaced. Final test, battery check, valve check, running test, and cleaning were performed. Normal operation was and the software version 1.06.10.00 was confirmed.